Event description:
Patient was revised to address mom wear. Because patient had strong discomfort, the revision was done. Intra-operatively, the strong mom wear was confirmed.

Manufacturer narrative:
No 510(k) number provided because this implant is not sold in the us to be implanted for this indication; it is currently sold in the u.s. Under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.